Event description:
The advocate called about some error messages that the customer had received while testing with his contour meter. Customer service sent the customer a bottle of sample test strips. The advocate called back a few days later and stated that she had waited over the weekend to receive the sample strips from bayer. She alleged that the customer was unable to test and had to be taken to the hospital because he was having seizures. The advocate did not provide any more information about the event. No product is available for return.